Manufacturer narrative:
One cadd legacy 1 pump was received to investigate the reported failed accuracy. The pump was received in good physical condition. A DHR review, device history review, was performed subsequent to the manufacturing of the device and prior to its release. The event log showed no evidence of the reported issue. To further investigate the reported issue, a delivery accuracy test was performed. The customer?s concern regarding failed accuracy was unable to be confirmed. However delivery accuracy testing on the pump supports the complaint. Delivery accuracy testing found the pumps average delivery error to be over delivering the control limit specification of +/- 3 percent but within the published specification of +/-6 percent. The pump?s expulsor was replaced as a preventive measure.

Event description:
Information received a smiths medical cadd legacy pump failed accuracy -12.55 percent. . Event occurred during testing and date unknown. No patient involvement